Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a clinic visit, low impedance was observed on the atrial lead. Trending showed that the impedance value was consistent. The lead remained implanted and the patient was noted to be stable.